Event description:
It was reported that the lead was replaced on (B)(6) 2009. The original lead was inadvertently transected by the assisting surgeon. It was replaced without any difficulty or complications. The event resolved without sequela on the same day as lead replacement. Nine days later it was reported that event actually took place on (B)(6) 2009.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009,: product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).